Event description:
Reporter alleged blood glucose measured "hi" back to back with a result of 30 mg/dl when testing was performed within one minute of each other. It was stated no actions were taken or treatment rec'd reportedly as a result. A request was made for return of the suspect device and replacement product was sent.